Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, and cracked near the display window corners. No button response and button error alarm noted due to corroded keypad traces. Further testing could not be performed due to the keypad anomaly.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 1400mg/dl. The caller sated that the insulin pump alarmed button error. It was stated that the customer was playing drums in a band and he did not notice that the infusion set came out. No further information was provided.